Event description:
A customer reported that the table top illuminator was not working prior to a case. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to address the issue. The lamp was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 15, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. However, how and when the lamp became nonconforming cannot be determined conclusively. The lamp was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The sample was installed into a known good system and booted up. When an illuminator probe was inserted into either port, system message (sm) displayed. The returned lamp was found to be nonconforming. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).